Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was repositioned numerous times as it was difficult to find a position where appropriate threshold and sensing could be achieved. The ra lead was then positioned and secured on the lateral wall of the right atrium. Within one day of the implant procedure, an echocardiogram revealed the patient had a cardiac effusion due to the right atrial (ra) lead which caused cardiac tamponade from perforation. The ra lead also exhibited increasing to high thresholds. It was noted that the high thresholds were due to bad positioning of the ra lead during implant. The patient underwent pericardiocentesis and the ra lead is planned to be repositioned. No further patient complications have been reported as a result of this event.